Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Several "set/air installation" alarm were found during the device log review which confirms the reported event. The reported device was received in lake zurich (market unit) and its investigation was performed by our local technical team. Upon investigation the reported event for repeated air in line / check set installation alarm was confirmed and caused by defective air detector. The defective part was replaced and calibrated. The defective part was sent to brézins (production unit) for further investigation. Visual check found some rust color on ceramic part of the sensor, probably having a demetallized surface for which one potential cause identified was contamination caused by manual manipulation during assembly process. In this state, the detectors could present functional anomalies. A CAPA has been addressed for this issue. Part was cross tested with a volumat test bench. Air detection tests were carried out and results were found out of specifications. The detector value with water drifted towards under the limited functional value. The reported event was confirmed. The reason for the failure of air detectors is a drift in the value of the ultrasonic sensors and the frequency of triggering the alarm which depends on the density of the drugs. This complaint is valid. The trend is normal and reported risk is lower than estimated risk.

Event description:
Defective air sensor.